Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases. A leak test and microscopic analysis were performed which identified a sharp opening on the anterior side, an observed void greater-than 1-millimeter in the non-textured, valve-to shell-bond area, and wear abrasion. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the anterior valve bond edge due to an unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.